Event description:
It was reported that the right ventricular (rv) lead had a sudden increase in impedance from the 1500 ohms baseline to 3000 ohms. The rv lead was programmed off and the patient was fitted with a lifevest and sent home. The patient will be brought back at a later date for an rv lead revision/reimplant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011. (B)(4).